Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that after the ins was implanted, the patient had gastric bypass and lost a ton of weight. The patient reported that there is no longer as much pressure in the groin area where the ins is implanted. Every time the patient bends over, the ins pokes them, and it hurts. Additional information was received from the patient. It was reported that the patient needed the device taken out. The patient said since her gastric bypass surgery she has lost a lot of weight so the device was sticking out. The patient said that this morning she was standing up looking through papers and all of a sudden the device poked out. The patient said she reached down and the device was poking way out. The patient said she had to move the device and flip it. He patient said her right side was killing her. The patient said that no one wants to touch the device. A list of hcps was sent to the patient. No further complications were reported.